Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including manufacturing instructions, quality control data, the instructions for use, and specifications. Visual examination of the returned device indicate the device is a universa soft stent. The letters and numbers on the tubing identify the device as a cook 5fr, 30 cm stent. The distance between the proximal coil and distal ink band measured 30 cm. The distal coil has been severed from the stent body approximately 3.5 cm from the distal ink band and was not returned. Heavy calcification covers the proximal coil, including the drainage hole on the end of the stent. The heavy calcification continued down the stent body for another 6 cm and light calcification covered the rest of the stent body. 21 cm from the proximal coil the stent body has deteriorated causing elongated holes in the tubing, this deterioration extends to 24 cm from the coil. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. Device history record was not possible due to a lot number not being reported. A review of the complaint history for universa soft ureteral stent sets with hydrophilic coating identified that no other customers have reported the same failure mode in 2019 a the time of this investigation. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings: ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and /or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. The stent is not intended as a permanent indwelling device which should not exceed 180 days. Individual variations of interaction between stents and the urinary system are unpredictable. A pregnant patient must be more closely monitored for possible stent encrustation due to calcium supplements. Precautions: the universa soft stents must not remain indwelling more than six months. If the patient¿s status permits, the stent may be replaced with a new stent. These stents are not intended as permanent indwelling devices. Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. A pregnant patient must be more closely monitored for possible stent encrustation due to calcium supplements. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Individual variations of interaction between stents and the urinary system are unpredictable. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and /or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. The stent is not intended as a permanent indwelling device which should not exceed 180 days. The complaint was confirmed based on a review of the returned device. The conclusion of the complaint is that the cause could not be established. It is possible that the encrustation contributed to the stent separating by causing resistance when the stent was removed. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or once our investigation has been completed.

Event description:
It was originally reported during stent removal of a universa soft ureteral stent after being indwelling for 2-3 weeks, the stent had encrustation. The patient did not require any additional procedures as a result of this occurrence and did not experience any adverse effects. No unintended section of the device remained inside the patient. During the investigation, upon visual examination of the returned complaint device it was noted that the distal coil has been severed from the stent body.